Manufacturer narrative:
Additional information received: a stent graft occlusion was detected on the 2 year follow up imaging. The stie confirmed the occlusion in the stent graft leg is still present and is considered related to the previously reported occlusion rather than a new occlusion. Associated circulatory problems were resolved with bypass surgery completed 16 months post the index procedure medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: it was reported that the patient underwent an iliac-femoral (from light to left) prosthesis bypass approximately 1 year and 4 months post-index procedure, resolving the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted as a part of the advance clinical study it was reported that a corelab review identified stent graft stenosis in the left limb three months post the index procedure. The site confirmed that on the first follow up visit , the patient did not have any specific symptoms. It was clarified on this first follow-up imaging in august, a wall adherent thrombus of 6mm was seen in the left leg. Three months later an ultrasound examination was performed which noted the left limb v31185710 was occluded. The patient reported experiencing claudication. A fem-fem cross over bypass is planned for the patient. The site assessed the occlusion as possibly related to the study device and index procedure and not related to an underlying condition or disease. No additional clinical sequalae were provided and the patient will be monitored.